Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component for investigation. The reported complaint was able to be confirmed and duplicated. Mosfet q210 has failed, resulting in a malfunction of the overcurrent protection circuit. This issue will be internally investigated within vyaire.

Manufacturer narrative:
Vyaire complaint number (B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire field service representative (fsr) was able to verify the customer's reported issue. Bench testing revealed a faulty power supply. The power supply was replaced and the issue was resolved. The mainboard was replaced and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the vela ventilator alarmed motor fault during set-up. The customer confirmed that there was no patient involvement and no patient harm associated with the reported event.